Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 12, with fault ID 0x2071. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and no recurrence of the malfunction code was observed. Customer was advised to continue using the pump and to contact technical support if the code reappears.